Event description:
It was reported in 2007 that during the procedure, routine preparation of the device was successfully carried out. The device in question (stent) was introduced, and "during navigation to the desired intracranial location, the stent was noted to have deployed unintentionally and prematurely. The stent did not cover the desired vascular segment." A second stent of the same type was effectively positioned across the stenosis. It was reported that "the pt did not experience any complications because of the device malfunction."

Manufacturer narrative:
The device in question was not returned to the MFR because it remains implanted. A device history record (DHR) review and similar complaints review were completed as part of the device evaluation. The DHR review found no issues or discrepancies, confirming that this device met all required specs. The similar complaints review found no other complaints associated with this batch. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.